Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced replace battery now alarm. The customer's blood glucose value was unknown. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer stated that the battery cap was not loose, cracked or damaged. The product was returned for analysis.